Event description:
Used philips respironics dreamstation CPAP machine since 2017. Approximately, (B)(6) 2021 began finding black particles in mask and tube, even after cleaning. Also began experiencing headaches and throat irritation. Received recall notice from philips (B)(6) 2021 and immediately stopped using product. Filed recall registration online with philips on (B)(6) 2021. FDA safety report ID# (B)(4).